Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision a 325cc mentor memorygel breast implant experienced baker¿s grade iii capsular contracture and rupture post procedure. Future explant is indicated, however, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
Additional information was received on 8/15/2019. An explant is scheduled for (B)(6) 2019. 2. Is other serious- uncheck. 2. Is required intervention- check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The explant date was clarified to be (B)(6) 2019 per the operative report. Unilateral prosthesis replacement with a 405cc mentor memorygel breast implant was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/13/2020. Device evaluation summary: according to the information received, the patient experienced rupture and developed capsular contracture. During visual evaluation of the device, a crease was observed on the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On 2/13/2020 mentor became aware that it erroneously omitted d10 from the supplemental report submitted on 10/11/2019. Additionally, the following statement was erroneously placed in that report: the mentor failure analysis lab received the device for evaluation on 10/11/2019. The correct statement is as follows: the mentor failure analysis lab received the device for evaluation on 9/12/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/16/19, it was reported to mentor that the alert date for the complaint was 4/16/2019. Therefore, the due date for this complaint was 5/16/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/12/2019. The device was explanted on (B)(6) 2019. The mentor failure analysis lab received the device for evaluation on 10/11/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).